Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient passed away while connected to the liberty select cycler. Reportedly, the cycler was not actively running. The patient¿s treatment had been completed. The patient was found by spouse deceased in the bedroom at approximately 7am. In a follow up, additional details verified that the patient was found deceased at approximately 7am on (B)(6) 2025. The patient¿s spouse found patient cold and pulseless. The spouse administered cardiopulmonary resuscitation (CPR) until the rescue squad arrived. The patient was pronounced deceased in the home and transported to the funeral home. The patient¿s treatment was recorded as completed at 5:29am, however; the patient had not disconnected from the liberty select cycler. The exact time of death was not reported. No issues were reported with the cycler or the patient¿s treatment. There were 0 drain alarms and 0 fill alarms per the treatment sheet. The machine had a history of 5 alarms (unknown type or date). The patient had reported slow drains previously. The cause of death was documented as cardiac arrest per the doctor. The death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the patient death and use of the liberty select cycler. The patient was found deceased while still connected to the liberty select cycler, so it is unknown at what time the patient expired. However, the patient did complete a full treatment prior to the death. There were no reported issues with the treatment and no documented fill or drain alarms during the treatment. The patient¿s cause of death was cardiac arrest. Dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and the single, largest, specific cause of death being attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). The patient had a history of cardiac disease including atrial fibrillation, hypertension, congestive heart failure and coronary artery disease. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient passed away while connected to the liberty select cycler. Reportedly, the cycler was not actively running. The patient¿s treatment had been completed. The patient was found by spouse deceased in the bedroom at approximately 7am. In a follow up, additional details verified that the patient was found deceased at approximately 7am on (B)(6) 2025. The patient¿s spouse found patient cold and pulseless. The spouse administered cardiopulmonary resuscitation (CPR) until the rescue squad arrived. The patient was pronounced deceased in the home and transported to the funeral home. The patient¿s treatment was recorded as completed at 5:29am, however; the patient had not disconnected from the liberty select cycler. The exact time of death was not reported. No issues were reported with the cycler or the patient¿s treatment. There were 0 drain alarms and 0 fill alarms per the treatment sheet. The machine had a history of 5 alarms (unknown type or date). The patient had reported slow drains previously. The cause of death was documented as cardiac arrest per the doctor. The death was not related to any fresenius device(s) or product(s) and/or their dialysis therapy.